Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the managing physician. The healthcare provider (hcp) said they were unable to provide any information regarding this event. The hcp was unaware of this occurrence, and did not know if the patient was hospitalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that 24 years ago, someone "made a mistake" and the patient had to be rushed to the hospital. No further issues were reported or anticipated.